Manufacturer narrative:
Reported event of exit marker detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint balloons used in the same procedure. Manufacturer report # 3005099803-2014-01486 addresses the first device, while manufacturer report # 3005099803-2014-01487 references the second device. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used during a duodenal dilatation procedure in the duodenum performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, while they were withdrawing the cre balloon from the scope after a successful dilatation, they encountered resistance and the black exit marker developed kinks and then sheared off inside the patient. The same issue occurred with the second balloon; the black exit marker became buckled and was detached inside the patient. The detached components were successfully retrieved with the use of a retrieval snare and it was confirmed that there were no fragments left inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the flag label indicated that it is a 10-12mm part number m00558680. The returned balloon had a relaxed profile. The catheter shaft was inspected and it was found that the catheter shaft was severed at 403mm from distal tip (consistent with the catheter being cut when removed from the endoscope). The black exit marker was found bunched up at 75-95mm from distal tip, a portion of the black exit marker was also detached and separated from the bunched up exit marker on the catheter shaft. The unit could not be inserted into a scope due to the damage. The reported defect of black exit marker detached/loose, catheter difficulty removing/withdrawing were confirmed while the reported defect of catheter kinked/bent was not confirmed. The most probable root cause of this event is operational context. It is possible that the device became stuck in the scope as the exit maker became caught on the scope or scope elevator and prevented removal of the device through the scope. It is probable that the exit marker became damaged during the procedure (through the application of excessive force advancing through the scope, or by contact with other instruments used during the procedure), causing it to catch on the scope and prevent withdrawal. This complaint is most likely caused by procedural factors encountered during the procedure which limited the performance of the balloon. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint balloons used in the same procedure. Manufacturer report # 3005099803-2014-01486 addresses the first device, while manufacturer report # 3005099803-2014-01487 references the second device. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used during a duodenal dilatation procedure in the duodenum performed on (B)(6), 2014. According to the complainant, during the procedure, inside the patient, while they were withdrawing the cre balloon from the scope after a successful dilatation, they encountered resistance and the black exit marker developed kinks and then sheared off inside the patient. The same issue occurred with the second balloon; the black exit marker became buckled and was detached inside the patient. The detached components were successfully retrieved with the use of a retrieval snare and it was confirmed that there were no fragments left inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.